Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that an infection occurred post operation for a pump exchange, due to elective replacement indicator (eri). The patient was sent to a skilled nursing facility post-operation and returned for a dressing change with an infected pump pocket. The pump and catheter were explanted on (B)(6) 2015. The type of medication being delivered via the device system was morphine, compounded baclofen and clonidine. Additional information has been requested regarding the patient¿s symptoms and outcome, but was not available at of the time of this report. If additional information becomes available, a supplemental report will be filed.